Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2016 the patient presented to the clinic experiencing presyncope and shortness of breath. Upon interrogation, the pulse generator exhibited backup vvi operation. It was noted that the patient had been undergoing radiation therapy and had undergone a non-device surgical procedure involving electrocautery. After a device software download, normal function resumed. On (B)(6) 2016 the patient presented in the clinic with symptoms of fatigue. Interrogation found that the device was once again in backup vvi operation. The patient was still undergoing radiation therapy. After a device software download, normal function resumed.

Event description:
New information reported stated that on (B)(6) 2016 the device was explanted and replaced. No additional information was reported.